Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found torn tubing at blood sampling valve (bsv). Line 207 connecting to port at bsv had a small hole in it where diluent would leak out. The fse repaired the torn line. All controls passed upon verification of the system. Failure mode was a hole in line 207 that connects to port 7 of the bsv. (B)(4).

Event description:
The customer reported to beckman coulter (bec) a leak of clear fluid (about 5 ml) on the coulter lh 750 hematology analyzer. The leak was not contained within the analyzer. The fluid leaked onto the counter. The material safety data sheets (msds) were not reviewed. There is an exposure control plan at the facility. The customer was wearing gloves, goggles, and a laboratory coat. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No patient results were affected by the leak. There was no death, injury or effect to patient treatment.